Event description:
On (B)(6) 2012, the manufacturer received clinic notes for a vns patient. In notes dated (B)(6) 2012 it stated that the patient has severe lifetime multifocal epilepsy which worsened again in the month of (B)(6) 2012. The plan was to add onfi to the patient's treatment plan. In notes dated (B)(6) 2012 it indicated that the patient has experienced an increase in seizures, especially in the afternoon for the last 3 months. The notes stated that the physician felt that onfi was not effective and that the patient did not respond to onfi. The physician noted that in retrospect vimpat seemed to have reduced the patient's seizure frequency. At that time, the patient was asked to discontinue onfi and increase vimpat to 200mg bid. The patient's programming history available to in the manufacturer's in-house programming database was reviewed however the data ends prior to the seizures worsening in (B)(6) 2012. Good faith attempts to obtain more information are in progress.

Event description:
Additional information was received indicating that the physicians were unable to determine the cause of the increased seizures. As they could not identify another reason, they felt that it may be related to the battery, however the patient's battery was not depleted at the time. No other information would be provided.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.